Manufacturer narrative:
Event date is unknown. (B)(4). No known device problem. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract article that ten patients underwent a bkp to treat pseudoarthrosis following compression fracture. Post-operative adjacent vertebral fracture was observed in a patient who underwent bkp to treat an l2 fracture. According to the abstract, several weeks following the kyphoplasty procedure, an l2 refracture was confirmed, however, the patient is asymptomatic. No further complications or information was provided. (B)(4)